Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that there was a pressure loss in the pressure regulating balloon (prb) of the artificial urinary sphincter (aus). Patient underwent a revision procedure in which the prb was explanted and replaced.